Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as a very itchy rash all over the patients chest, back and sides of torso. The doctor confirmed the patient was having an allergic reaction to a mixture of one of multiple medications they were taking. The patient¿s physician prescribed methylprednisolone to reduce itching and hives. There was no alleged device malfunction contributing to the irritation. There is no indication that the patient received medical intervention. Follow up indicated that the skin irritation improved.